Event description:
The initial reporter advised shiley that the pt had their bjork-shiley 70 degree convexo-concave mitral heart valve replaced due to an alleged strut fracture. Subsequently, a translation of a clinical note was forwarded to shiley from the initial reporter. According to the translated clinical note, the pt was admitted to the intensive care unit after fainting in the street. The clinical note stated the diagnosis was "disc dislodgment" with "radiological documentation - disc in the aortic arch". According to the clinical note, the pt experienced a cardic arrest and resuscitation was ineffective.